Event description:
The customer reported that the t:slim x2 pump battery was not charging. A power source alert was identified in the pump history. There was no adverse impact to the customer's blood glucose level. The customer was advised to plug the wall adapter into a functioning outlet for 30 minutes, but the pump did not begin charging. Attempts with a different wall adapter were also unsuccessful, and the customer did not have an alternative charging cable. Technical support arranged to send a replacement charging cable and wall adapter with two-day shipping. The customer was advised to use multiple daily injections (mdi) if the pump battery depleted before the replacement supplies arrived.